Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for the wrong cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Inspection found the downstream occlusion sensor and the main power board had contamination as well as a torn upstream occlusion seal and damage to the keypad, overlay, and bezel. The downstream occlusion sensor and main power board were replaced. The pump's software was rebooted and the pump sensors were recalibrated. The pump then passed functional and delivery tests. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.